Manufacturer narrative:
Unit passed the displacement test and self test. Format history file analysis confirmed hardware low level failures alarm due to poor solder joints at an ambient light sensor on the keypad assembly. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, cracked case at battery tube side and keypad overlay texture damage. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed hardware low level failures. The customer's blood glucose was 159 mg/dl at the time of incident. It was also reported that there was crack on the outside of the insulin pump. The insulin pump was returned for analysis.